Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and indicated the atrial lead impedance rose from an approximate baseline of 500 ohms to >9999 ohms. (B)(4).

Event description:
It was reported there was intermittent loss of capture, high lead impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.